Event description:
An m5+ ivl peripheral catheter was used to treat the superficial femoral artery. A balloon loss of pressure occurred. When removing the ivl catheter from the body, detachment of the balloon occurred. The detached portion of the ivl catheter was successfully removed with a snare. To date, no patient sequelae has been reported.

Manufacturer narrative:
The subject device was returned for investigation and inspected. The device was returned in two separate pieces. The reported failure was confirmed, and all components are accounted for. The failure may likely be caused by a significant calcified plague burden which would lead to the balloon rupture and separation of the shaft when removing the catheter. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.